Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: impact to patient: delay in treatment other actions taken repeated priming to clear air medication / fluid sodium phospate IV rate 7.5 mmol/hr. Other details sodium phosphate 30 mmol over 4 hours ordered. Infusion started at 0800h. Numerous air alarms, greater than 20. Infusion should have finished at 1200h, now at 1540h infusion is still running. Small champagne bubbles present in tubing, line flushed through pump as per protocol, bubbles flicked in tubing, new pump tried, new tubing tried. All resulted in numerous air alarms. Bag warmed prior to initial priming of the tubing. Alarm events air in line - not visible and unresolved.